Manufacturer narrative:
Device was returned for evaluation. Device showed that the glidelight was kinked at the proximal end of the working length during use and physician activated laser causing a hole to be burned in the outer jacket. This exposed the patient to manufacture materials as well as an accidental radiation occurence.

Event description:
Lead management case to extract 1 pacing lead due to infection. After lasing the device was removed and a kink was observed in the outer jacket 1/4 inch form the bifurcate. The physician ceased use of the device and successfully completed the case with a new device. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation.